Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother patient's reported that they have no delivery alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. The patient was not available for high blood glucose troubleshooting because the insulin pump was not with her. The mother stated that the insulin pump was not injecting properly. The mother was advised to call back when she has the pump. No further information was reported.